Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump restarted multiple times. The customer's mother also reported that they received unexpected restart alarms and external ram error alarms. The customer's mother stated that they were experiencing high blood glucose of 467 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The customer's mother stated that the alarm occurred shortly after inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.